Event description:
It was initially reported to philips healthcare that the heartstart xl battery was not functioning. Further clarification revealed the heartstart xl would not stay powered up for too long on battery power. There was no pt involvement.

Manufacturer narrative:
Pr#: (B)(4): a f/u report will be submitted upon completion of the investigation.